Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided an inappropriate shock and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the atrial intrinsic amplitude was out of range. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.